Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump slipped out of customer's pocket and hit a car bumper after 3 minutes the insulin pump went blank. Customer stated all of his basal rates and bolus wizard settings were gone. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. During the troubleshooting the insulin pump display returned, and ran self test the insulin pump passed. Advised customer that battery cap would be replaced. No further information provided.